Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off by itself. It is unknown if there was patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported issue. The device was extensively tested without observing any discrepancies. Physio replaced the battery connector pins according the 2 year replacement schedule. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.